Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). The physician stated that a few squeezes can be done but fully inflation is not possible. The physician is concerned of a possible mechanical issue with the pump. The pump lock out valve was reset and the patient was re-educated about the use of the pump. There were no reported patient complications.